Event description:
The complainant indicated that while attempting to defibrillating a pt, the device was charged four times to 360 joules and the ready tone was heard, however the device would decrement down to 300 joules just before the clinician discharged into the pt. The complainant indicated that the device did shock the pt once at 200 joules and twice at 300 joules. The pt expired. The complainant indicated that when the medics arrived at the seen the pt had been down for approximately 20 minutes.